Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-45, serial/lot: (B)(4), description: dbs directional lead sterile kit 45cm. Model: db-1140-s, serial/lot: (B)(4), description: vercise pc implantable pulse generator kit. The devices were not returned for analysis and the complaint of migration could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint therefore the cause cannot be established.

Event description:
It was reported that the patient had a revision due to lead migration. The physician believes that the leads were initially placed in a poor position.